Event description:
This device case, reported by a non-health care professional, concerns an elderly female pt who experienced hypoglycaemia and was hospitalised. The pt was using a pen injection device (humapen ergo teal - opaque cartridge holder) to deliver 30% solube insulin/70% isophane insulin (humulin m3) for the treatment of diabetes mellitus. The pt was not taking any concomitant medication. The pt commenced taking 30% soluble insulin/70% isophane insulin 21 units two times a day, a few years prior to the report (1999). It is unknown when theh pt commenced using the pen injection device. In 5/2001 the pt experienced hypoglycaemia and was hospitalised. Results and conclusions received from pharmaceutical delivery systems. Final report prepared for submission to the medical devices agency.

Event description:
This device case, reported by a non-health care professional, concerns a pt who experienced hypoglycemia and was hospitalized. The pt was using a pen injection device (humapen ergo teal-opaque cartridge holder) to deliver 30% soluble insulin/70% isophane insulin (humulin m3) for the treatment of diabetes mellitus. The pt was not taking any concomitant medication. The pt commenced taking 30% soluble insulin/70% isophane insulin 21 units two times a day, a few years prior to the report (1999). It is unknown when the pt commenced using the pen injection device. In may-2001 the pt experienced hypoglyemia and was hospitalized. The reporter stated the event of hypoglycemia discontinued in may-2001. The pen was returned with the complaint: the pen injection device was priming alright, but it was not delivering the full dose of 21 units. Initial examination of the returned device revealed that the general condition of the pen was good and that no defects were observed. 30% soluble insulin/70% isophane insulin continues. The pt was recovering at the time of the report. The event is unassessed by a healthcare professional. Update in oct-2001: preliminary report received from manufacturer, product delivery systems (pds) oct-2001. Update 3 days later: initial gpcms received oct-2001, pen returned with no defects being observed. Narrative and suspect device page updated accordingly.